Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes / abdominal cavity- perforated fallopian tubes") in a 31-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depressive disorder since 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 12 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with oxycodone, paracetamol (acetaminophen) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and procedural pain was resolving and the depression, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown. The reporter considered bladder disorder, depression, fallopian tube perforation, pelvic pain, procedural pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. On (B)(6) 2012, hysterosalpingogram test was performed confirming full occlusion of malposition of the device in the both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events perforated right essure device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/abdominal cavity- perforated fallopian tubes") in a 31-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depressive disorder since 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 12 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with oxycodone, paracetamol (acetaminophen) and bilateral salpingectomy with essure was removal on (B)(6) 2012. At the time of the report, the fallopian tube perforation and procedural pain was resolving and the depression, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown. The reporter considered bladder disorder, depression, fallopian tube perforation, pelvic pain, procedural pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative on (B)(6) 2012, hysterosalpingogram test was performed confirming full occlusion of malposition of the device in the both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events perforated right essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events pelvic pain, urinary tract disorder, bladder disorder and depression were added. On (B)(6) 2018: medical record- no new significant information incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/ bilateral malposition of the device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the fallopian tube perforation and procedural pain was resolving. The reporter considered fallopian tube perforation and procedural pain to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram test was performed confirming full occlusion of malposition of the device in the both fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.